Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he experienced blurry vision and an intraocular lens (iol) exchange procedure was performed in 2011. A suture was required to complete the procedure due to eye damage from another surgeon during a prior procedure. He reported his vision is currently bad and cannot see with any clarity.